Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device did not confirm jamming/seizing but did find the hex connection feature is stripped. The investigation findings did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the torque wrench for femoral adapter was getting stuck when assembling the implants. The instrument did not break into two or pieces. No surgical delay.